Event description:
It was reported that during a laparoscopic gastric band procedure after insertion of the band when attempting to buckle the band the buckle was noted to be torn. The band was inserted through a 15mm trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.